Manufacturer narrative:
Device evaluated by manufacturer: the device was received in good condition with no visible damage or defects observed. The unit meets specifications for functional test and successfully underwent a continuous burn-in for 5 hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05339 and MDR ID# 134265-2013-05340. It was reported that during the preparation of an unspecified procedure, motor drive unit failed to do automatic pullback. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during preparation the motor drive unit failed to performed automatic pullback. Pullback device was connected correctly, still no motor drive unit display and no recognition. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05339 and MDR ID# 134265-2013-05340. It was reported that during the preparation of an unspecified procedure, motor drive unit failed to do automatic pullback. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during preparation the motor drive unit failed to performed automatic pullback. Pullback device was connected correctly, still no motor drive unit display and no recognition. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.